Manufacturer narrative:
The information submitted reflects all relevant data received. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. (B)(4).

Event description:
It was reported that the alert was triggered for high lead impedance. It was recommended that the lead be evaluated. The lead remains in use at the time of this report. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.